Event description:
It was reported that the stent was damaged. The lesion being treated was located in the left circumflex artery. Using a guidezilla extension guide catheter, the physician began to advance a 12 x 2.75 promus premier stent delivery system (sds) to the target lesion. The sds became hung up in the middle of the catheter and upon removal of the stent it was noted to be deformed. The procedure was ended. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Patient age: over 18 years old.

Event description:
It was further reported that the lesion was 90% stenosed with moderate tortuousity and moderate calcification. Vascular access was obtained via the radial artery. The lesion was predilated with a 2.5x25mm emerge and a 2.5x25mm quantum apex balloon catheters. The procedure was ended because no other device was able to cross the lesion.

Manufacturer narrative:
Patient age: over 18 years old. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).